Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was extremely hot. There was no power going through the power cord. The communicator power cord was moved to a larger power strip and continued to have no power and was extremely hot. A boston scientific company representative advised the patient to replace the communicator and the power cord. No adverse patient effects were reported.